Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the customer issue that occurred with the device was available. Upon examination of the sample, it was found that there was partial firing. The clamping mechanism of one of the reloads was observed to be deformed. Staple pushers were partially flush with the cartridge, both distal sutures were still anchored, and the sled was not fully advanced. The staple pushers on the distal end of the reload were not fully advanced and did not have staples. The reload interlock was tested and found to function properly. Evaluation of the returned devices' condition revealed that it had been applied on tissue beyond the indicated range. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the right button of two handles stopped responding during firing. Another handle was used to complete the case. There was no patient injury.